Event description:
A patient at the reporting facility was lifted from bed to a geri-chair. The sling clip at the shoulder was not hooked properly, thereby dropping the patient to the floor. The patient sustained laceration to the back of the head and received 6 stitches. The cat scan result was negative.